Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal 4cm section of the guidewire was noted to be kinked, there was no evidence of fractures to the device. There was some (ptfe) polytetrafluoroethylene peeling noted to the proximal 20-33cm section of the guidewire. There were no abnormal anomalies noted to the hydrated guidewire. During a functional inspection the guidewire was hydrated and examined with wet fingers, no anomalies were noted. The guidewire was advanced into a demonstration catheter and there was resistance experienced during insertion and advancement within the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported fracture was not confirmed. The reported friction can be confirmed based on the damage noted to the device. The device failed to meet specification when returned for analysis. It was reported that when manipulated the guidewire the process was not smooth. The operator rotated the tail of guidewire and the tip of it was not moved together. Withdrew the guidewire out and used another guidewire to finish the procedure. Additional information provided by the customer indicated that maybe the guidewire tip was broken, the friction/resistance noted at the far distal end of the guidewire. The patients anatomy was moderately tortuous. The device was returned for analysis and it was found that the wire had not been fractured. The guidewire was kinked and there was difficulty to insert and advance the guidewire. There was also some peeling noted to the ptfe coating which is indicative of interaction with the torque device. It is probable that the guidewire experienced friction and difficulties in advancing due to procedural and/or anatomical factors present during the clinical procedure. It is likely that the friction experienced caused damage to the distal end of the guidewire which may have been perceived to be fractured. It is probable that the (ptfe) polytetrafluoroethylene coating to the proximal end of the guidewire was damaged due to interaction with an under tightened torque device. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire does not have smooth movement, 'guidewire distal end friction' and to the analyzed and as analyzed 'guidewire kinked/bent', 'guidewire difficult to insert' and 'guidewire difficult to advance', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of not confirmed will be assigned to the reported 'guidewire distal tip broken/fractured during use', as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of handling damage will be assigned to the analyzed 'guidewire ptfe coating peeling', as it is likely that this was caused by interaction with an under tightened torque device.

Event description:
It was reported that during a coil embolization case, the operator used the subject guidewire to build access. When manipulated the subject guidewire the process was not smooth and resistance was encountered at far distal end of the subject guidewire. The operator rotated the tail of the subject guidewire and the tip of it was not moved together. The operator said that the subject guidewire tip might be broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during a coil embolization case, the operator used the subject guidewire to build access. When manipulated the subject guidewire the process was not smooth and resistance was encountered at far distal end of the subject guidewire. The operator rotated the tail of the subject guidewire and the tip of it was not moved together. The operator said that the subject guidewire tip might be broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.